Manufacturer narrative:
(B)(4) the results of the investigation are as follows: review of the most recent repair record determined the comb was damaged and replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that device is damaged with an unknown malfunction. Patient harm is unknown, although a short delay under anesthesia was noted. There was no medical intervention/additional surgical procedure required. Investigation results a damaged comb. It was reported that no further information is available.